Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Test result(s): [ ] defect confirmed [x] defect not confirmed results description: the reported issue was not present during investigation. Volumetrics of 100ml/hr and 10ml tested in spec at 9.93ml or 99% of expected volume.

Event description:
As reported by the user facility: unit was reported to experience an over infusion issue.